Manufacturer narrative:
Patient age/dob and weight was requested but was not provided. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the submitted log files. The reported event of fatigue on the system controller power leads was not confirmed as the controller was not returned for evaluation and no photographs were submitted for review. The submitted log files contained approximately 8 days of data combined ((B)(6) 2023 per the timestamp). The log files captured intermittent power cable disconnect and low voltage advisory alarms that were not associated with power source exchanges or routine battery depletion due to the relative state of charge (rsoc) voltage dropping while connected to 14v batteries. The atypical alarms occurred on both the black and white power cables. Low voltage hazard alarms captured in the log file on (B)(6) 2023 from 10:42:38 to 10:42:42 occurred due to the black power cable being disconnected while an atypical power cable disconnect alarm was active on the white power cable. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log files. Additional information provided stated that the alarms were resolved by exchanging the system controller. It was reported that no product would be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect, low voltage advisory, no external power, low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section also explains how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files contained multiple odd power cable disconnect alarms while the patient was on battery power that appear to be a result of rsoc invalid flags. Follow up log files contained power cable disconnect and low power hazard alarms on (B)(6) 2023 when the white power lead was connected to a battery and the black power lead was connected to the power module. There were also power cable disconnect alarms while the patient was on batteries. It was noted that the controller power leads may have showed some fatigue. The controller was exchanged and the alarms resolved.